Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not turning on and the biometric identifier was not turning on even after reinstalling the driver. The field service engineer (fse) removed and replaced the biometric identifier and printer with new units, assigned the printer as default, printed a test page, validated printing from the pharmacy system, tested biometric functionality, and confirmed that both devices were working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier and printer was not working. The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.